Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on the electronic and motor assemblies.

Event description:
Customer's step mother reported a button error on her step daughter's insulin pump. Customer's blood glucose is 116 mg/dl. Customer jumped in a pool with the device on. Customer removed the battery and reservoir to dry them and when she placed them back in, the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.